Event description:
It was reported that balloon rupture and a hematoma occurred. The target lesion was located in a vessel in the upper left extremity. A 7.0 x80, 75cm gladiator balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured and a small hematoma formed. The procedure was completed with another 7.0 x80, 75cm gladiator balloon catheter. No patient complications were reported and the patient was fine.